Manufacturer narrative:
A non-medtronic service provider (sp) inspected the device and verified the reported condition. The sp ran an extended self test (est) and the device passed testing. The device, although working, has limitations as it is need of an oxygen sensor. Medtronic was not authorized to repair the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use, the 840 ventilator became inoperative. The ventilator was displaying diagnostic codes. It is unknown if the patient was placed on an alternate ventilator or if the patient was harmed or injured as a result of the event.